Manufacturer narrative:
The investigation into the optical/placement signal issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs confirmed that a placement signal not reliable (opm signal invalid ¿ event set #1036) alarm was issued on the complaint date. The real time logs revealed the signal not reliable (snr) value was very low and placement signal was spiking to the max value of 3000. The returned console was tested thoroughly on an engineering lab bench, and the failure mode was reproduced while running a known-good optical pump and purge. Spiking had occurred and eventually a placement signal not reliable (opm signal invalid ¿ event set #1036) alarm was issued. With all original components, the 5 signal parameters were within specification, but snr (measured at 4294) was relatively low compared to other functional consoles. The ferrule at the blue receptacle was confirmed to be clean. Reseating the optical connectors at the bulkhead did not improve the snr value. Replacing the optical bench pca not only improved the snr value but also resolved the intermittent spiking. After swapping the optical bench, a known-good pump and purge was run with no issues observed. The cause of the placement signal issues was due to a defective optical bench. The exact root cause of the defective optical bench was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) was started then approximately three minutes later the alarm "placement signal not reliable" started. This aic was replaced with another aic resulting in no alarming with the replacement aic. There was no patient harm reported.